Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was not confirmed and the probable cause could not be determined. In addition, an early sensor expiration due to potential patient misuse was found on (B)(6)2019. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6)2019. Data was evaluated and the allegation was not confirmed and the probable cause could not be determined. In addition, an early sensor expiration due to potential patient misuse was found on (B)(6)2019. No injury or medical intervention was reported.